Manufacturer narrative:
Other, other text: device evaluation- the device was returned. The device was given functional testing. The device was found to pass functional testing. No device problems were identified.

Event description:
It was reported that the device "failed pressure testing". No known adverse effects to patient.